Manufacturer narrative:
(B)(4). The reported lot the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, the patient was noted to have a dilated and large cervix and the need to dilate the cervix was not necessary. The physician reportedly used a couple of tenacula to get a cervical seal. During the ablation phase of the procedure, three fluid loss alarms were observed and the system initiated to cool down. The patient sustained superficial burn under the cervix and was treated with premarin cream. The procedure was completed with a different device and the patient's condition at the conclusion of the procedure was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.